Event description:
According to the reporter, during a video-assisted thoracoscopic wedge resection, prior to firing, the first reload failed to reach the neutral position in fully right articulated mode. The second reload also failed to reach the neutral position in right articulated mode. The powered stapler was disassembled, rebooted, and reassembled. A new reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60axt, egia60axt egia60 artic extra thicksulu, (lot number: n4k2029y), egia60axt, egia60axt egia60 artic extra thicksulu, (lot number: n4j1680y), unk-sigadapt, unknown signia egia adapter, (serial number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.